Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found no significant anomaly. The battery was normal end of life. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulator stopped; he stopped feeling stimulation. It was also noted that an elective replacement indicator (eri) was reported. Every time the patient programmer has shown that the ins was working but then it shut right off. It was noted that the patient broke his rib and thought at first that maybe the injury was a contributing factor, but now that patient knew it was off. He checked the ins every day. He turned stimulation on and then rechecked it with the programmer and it showed that the ins was off. The ins turned off on its own. During the call with patient services on (B)(6) 2016, the patient used the programmer and was able to clear the eri. The programmer showed that the ins was off. The patient turned the ins on, but at the end of the call he tried turning his programmer on and it showed that the ins was off again. The programmer also showed the ins low battery icon on the top row. It was noted that the patient had all these multiple things going on and really was not doing well right now. The change in therapy/symptoms was reported to have been sudden and began a few days prior to/probably a week before (B)(6) 2016. The eri first appeared on the patient programmer on (B)(6) 2016. The patient noticed that the ins turned off on its own in the last few days prior to (B)(6) 2016. The patient had an appointment with a health care professional (hcp) on (B)(6) 2016 at 11 am, but they had no luck coordinating an appointment with a manufacturer representative (rep). Additional information received from a rep reported that they would contact the patient and hcp. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the rep reported the cause of the ins turning off was determined; it was due to the low battery status and is needed to be replaced. An appointment was schedule to have a replacement surgery of a new ins on (B)(6) 2016. The reported eri was considered normal based on the patient's settings and usage. The patient kept the device on all the time and that it did provide great pain relief for him, and that he liked it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.